Manufacturer narrative:
Tripped circuit breaker.

Event description:
It was reported by svc report that the auxiliary power outlet under the bed was not powered. No pt involvement or adverse consequences are reported.